Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign object inside the nozzle. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Additionally, the probable cause of malfunction identified during the device evaluation could not be established. The foreign object event can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope inspection reprocessing manual chapter 5 reprocessing the endoscope and related reprocessing accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had an e237 scope communication error. The issue occurred during a diagnostic colonoscopy procedure while the patient was under sedation. The intended procedure was completed using a backup device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) clinic. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.